Manufacturer narrative:
Additional information received: it was reported one year post the index procedure, follow up CT showed a type ia endoleak and large tear of the dissection flap in the distal descending aorta with equal enhancement of the true and false lumen to the renal arteries. The patient received intervention as previously reported. It was reported that follow up CT one month post the intervention showed an unchanged type ia endoleak + aortic enlargement to 53m. Follow up CT one year later showed unchanged type ia endoleak + aortic enlargement with a significant increase from 53mm to 81m. A 2nd aaa repair for recurrent endoleak and aortic enlargement was completed. Pet the physician the cause of the type ia endoleak is undetermined. B3: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: corelab review of CT imaging from 27 months follow up did not reveal any endoleak, stent ring detachment or stent ring migration. The maximum aortic diameter measured 65.1 mm. Aortic enlargement of +13.8mm was observed. It was noted that the image was not evaluated for fracture due to device overlap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 200m thoracic aortic dissection. It was reported when the patient returned for follow-up just over a year later, a fenestration distal to the original graft, that was not covered at the initial implant caused a type 1b endoleak and filling & expansion of the false lumen. Intervention was performed and two stent grafts vnmc4040c175tu and vnmc4646c95tu were implanted from the mid of previously placed valiant navion all the way to the celiac (covering the fenestration and now entire length of the thoracic aorta). As per the physician the cause of the event is anatomy and a fenestration distal to the original graft, that was not covered at the initial implant caused type 1b and filling & expansion of the false lumen. No additional clinical sequalae were provided and the patient is fine.